Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported a crescent artifact on a pediatric brain acquisition performed. A philips quality analyst (qa) confirmed there was no mistreatment, and there was no harm to a patient, operator, or bystander. The qa confirmed the customer had the patient scanned on a magnetic resonance imaging (MRI) system to confirm the artifact.

Manufacturer narrative:
On (B)(6) 2015, the customer reported a crescent artifact on a pediatric brain acquisition performed utilizing their ingenuity CT system. The artifact appeared similar to a subdural hematoma. A philips quality analyst (qa) confirmed there was no mistreatment, and there was no harm to a patient, operator, or bystander. The trained professional chose to have the patient scanned on a magnetic resonance imaging (MRI) system to confirm the artifact. On 16-nov- 2015 and 17-nov-2015, a philips applications specialist and a clinical support specialist visited the site. They retrieved digital imaging and communications (dicom) image data from the CT system and provided this data to the philips business innovation unit (biu) to conduct an engineering investigation. On 18-jan-2016, a philips research scientist (rs) reviewed the dicom images provided from the site and concluded the following: the dicom images were reviewed and found not to have any evidence of a system malfunction. The images exhibit an artifact at the bone brain interface that can appear similar to a clinical finding such as a subdural hematoma. The probable cause for this artifact is that the corrections applied to the image are not well optimized for pediatric brain imaging. The images do not show any significant difference compared to other pediatric head images from that scanner. The raw data didn¿t show any evidence of a system specific issue like a miscalibration or a detector malfunction. CT engineering determined this issue to have an acceptable risk. The following mitigations apply: physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. Correction and avoidance: beam hardening artifacts can be reduced by beam filtration, calibration corrections, and beam hardening correction. There are software corrections implemented to correct for beam hardening artifacts. Those software corrections are automatically applied by the scanner when user selects a certain protocol. Accessories such as head holder and infant cradle are designed with the correct materials and thickness. Patient support accessories are designed with shape and composition to support reduction of beam hardening artifacts. The patient was rescanned via MRI to confirm the artifact was not pathology. Non-optimal combination signal processing (off focal and bone/brain correction (ibc)) lead to the artifact manifestation.